Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the tread on the casters is completely gone after only 4 months and also states they have a spongy feel to them.